Event description:
Catheter lost aspiration resulting in distal embolization. Account refuses to provide any additional information regarding the patient or diagnosis. [Per email from (B)(6) (B)(4) 2012]: due to hippa law the account will not release any information concerning patient history or admitting diagnosis. Patient outcome was de caused by loss of aspiration of the jetstream. Patient was given tpa and balloon angioplasty was performed. Physician was upset that the jetstream failed to work properly but that he had a reasonable outcome despite the jetstream. The procedure details that caused the event were that the jetstream did not work and quit aspirating. That is all of the information I have. Please feel free to reach out to the physician at the phone number I listed on the complaint form if you require any additional information. I was not at the case and can't provide any...

Manufacturer narrative:
Event consists of jetstream device failure resulting in a distal embolization during a jetstream procedure. The patient age and gender are unknown as well as any patient history which is also unknown. The hospital is not releasing any information concerning the patient history or admitting diagnosis citing hipaa regulation. During a jetstream procedure the jetstream navitus atherectomy catheter stopped working resulting in a loss of aspiration in the jetstream system subsequently causing a distal embolization in the patient. The patient was given tissue plasminogen activator (tpa) and balloon angioplasty was performed. There is no information on the patient outcome except for the physician statement that the procedure had a reasonable outcome despite the jetstream device malfunction. This event is reportable since the patient required intervention consisting of tpa and balloon angioplasty as a result in the distal embolization and the association between the jetstream device and the noted event cannot be conclusively ruled out.